Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released by the site. Info regarding the lot number is not available at this time. The device manufacture date cannot be determined without lot number info. Product was evaluated in 2005 and 2006 for biocompatibility testing and showed no cytotoxicity or irritation effects. Subsequent biocompatibility testing conducted in march 2011 showed product met the requirements for: cytotoxicity, systemic toxicity, irritation: primary skin irritation, sensitization using buehler method. Although standard clinical practice such as periodic checking and re-positioning of the pt during lengthy procedures would likely prevent pressure sores, the instructions for use were revised in january 2012 to specifically include instructions and warnings related to checking the pt for pressure points.

Event description:
The hospital reported that a pt experienced a, "large excoriation on facial skin," during a procedure that involved a head positioner. The excoriation was noted after surgery and the customer noted the skin damage would have required intervention. The customer further indicated that repositioning the pt during the procedure was not possible due to the type of surgery.